Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the customer's initial concerns were resolved - unable to establish contact with customer.

Event description:
Wife is calling on behalf of the customer. The customer is concerned with test results from meter to meter comparison results between the true metrix go meter and another device; actual meter to meter comparison results were not provided. Wife did not state if the results from the true metrix go meter were high or low. Wife stated that she is not comfortable giving customer his insulin based on the true metrix go results. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/25/2022; open vial date and product storage were not disclosed. The meter memory was not reviewed for previous test result history. Wife stated they would no longer use the meter and disconnected the call.

Manufacturer narrative:
Sections with additional information as of 29-sep-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.